Event description:
It was reported that the patients spinal cord stimulator (scs) was not helpful. The patient underwent a full system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18519010.

Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18519010.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not helpful. The patient underwent a full system explant procedure. The explanted devices will not be returned.